Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -13.0/2.0/087 (sphere/cylinder/axis) was implanted and removed on (B)(6) 2022 , due to the lens flipped upside down . The replacement lens was implanted and the problem was resolved. No patient injury was reported.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: g2- "foreign" should be removed. Claim# (B)(4).